Manufacturer narrative:
There is more information on the device evaluation and initial reporter. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g3, g6, h2, h4, and h10. The device history record review confirmed that the device lot had no anomaly in inspection. The ptfe pad (teflon pad) was inspected found to be worn and melted at the distal portion exposing metal beneath. The coating of the probe was partially peeled off. The exact cause of the event cannot be exclusively identified. However, the past investigation results, the probe damage error possibly occurred by contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. The intensively wear of the tissue pad could have happened because seal & cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error. Peel-off of the probe coating: the probe coating peels off if the device is handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The instruction manual includes the following descriptions relating to the reported event. The phenomenon of this reported event has been warned against in the instruction manual. Therefore, mishandling the device by user likely contributed to this event. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seall & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Additional information is not yet available for this event. Supplemental report(s) will be submitted when any relevant new information is available. The device was returned for evaluation of a probe damage error received. Visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and was found to be worn and melted at the distal portion exposing metal beneath. Also, were found charred stains on the non-insulated area of the grasping section and on the probe due to thermal damage. There is a minor scratch on the jaw gold insulation. However, the probe is in good alignment. The shaft is straight, and the wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was then attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches are also functional and generated energy outputs when checked in saline solution. Based on the evaluation findings, the reported issue of probe damage error was not duplicated. However, the teflon pad was worn and melted at the distal portion exposing metal beneath. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
As reported for this event, during an unknown procedure the device had a probe damage error thirty minutes into the procedure. The procedure was completed. There is no harm or adverse impact to the patient. The returned device was found to have worn and melted teflon pad at the distal portion exposing metal beneath.